Event description:
Report of removal of device system due to "infection" received per the annual device tracking report. Follow up with hcp revealed the patient signs and symptoms included fever, redness, swelling, drainage, pain and incisional wound opening at the catheter track. A culture was obtained but the results are unknown. The treatment administered and the outcome of the patient were unknown. The patient had a debilitated status.

Event description:
Report of removal of device system due to "infection" rec'd per the annual device tracking report. F/u with hcp revealed the pt signs and symptoms included fever, redness, swelling, drainage, pain and incisional wound opening at the catheter track. A culture was obtained but the results are unknown. The treatment administered and the outcome of the pt were unknown. The pt had a debilitated status.